Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) informed the customer that medbank support specialist did not edit patient profiles. The tss advised the customer to contact the pharmacy team for further updates and then tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower medication oxycodone ir 5mg tab did not show on the patient list. However, there were no delays or adverse events or injuries reported based on this event.